Manufacturer narrative:
Device was used for an off label indication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began experiencing seizures. The hcp is meeting with the patient to assess the symptoms. The patient was implanted in the anterior cingulate cortex (acc) for the treatment of chronic pain.